Event description:
Customer reported that the insulin pump alarmed compromised force sensor during prime and insulin was squirting out of the tubing. Customer was disconnected during prime. The insulin pump was not bumped or dropped. The drive support cap is protruded. Customer also received motor error alarm during bolus. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is unable to complete the rewind sequence. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.